Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and the complaint was not confirmed by failure analysis. Visual inspection showed no evidence of chipping, pitting, or damage on the tip or the yaw pulley, which is the only plastic component near the tip. No material loss, structural damage, or signs of thermal damage were observed. The instrument was found to be fully functional, and no product-related issues were identified.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
A review of the customer provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae) and the following additional information was provided: no obvious damage could be visualized from the provided photo. The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument was observed to have damage to the plastic towards the tip. It was further noted that it appeared that a small chip was out of the plastic near the tip. There was no report of patient involvement or injury.